Event description:
Device 1 of 2. Reference MFR report: 162787-2013-06060. It was reported the pt's ipg charger gets hot and burns her skin. A new low energy charger was sent to the pt to address this issue. F/u indicates the new charger is functioning burns her skin. A new low energy charger was sent to the pt to address this issue. F/u indicates the new charger is functioning properly and the pt is no longer having any heating issues while charging. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging events and other non-reported events was reported.

Manufacturer narrative:
This ipg serial number is included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.